Manufacturer narrative:
(B)(4).

Event description:
The customer reported vacuum system timeout. While repairing the unit, the asp field service engineer noted oil mist coming from the unit. The customer stated that there were no physical complaints related to the reported mist. The field service engineer repaired the unit.